Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the complaint device lot. Manufacturing location: (B)(4). Manufacturing date: feb 12, 2016. Expiration date: jan 31, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. No non-conformances were generated during the production of the complaint device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery for removal of a trochanteric fixation nail advanced (tfna) system due to an infection related to the original surgery and a non-union. On an unknown date the patient was originally implanted with the tfna nail to treat an intertrochanteric fracture on the left side. On an unknown date the patient was diagnosed by x-ray with a non-union secondary to a post-operative infection. No information was provided on whether the patient had symptoms related to the non-union. The infection was diagnosed by cultures taken in the emergency room. No information was provided on whether the patient had symptoms related to the infection or whether there were contributing factors that lead to the reportable event. During the revision the original tfna nail, helical blade and a 5mm locking screw were removed intact. The intramedullary canal was reamed and a new short tfna nail was implanted. The revision surgery was successfully completed. No surgical delay was reported. The patient outcome was stable. This report is 1 of 3 for (B)(4).